Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump generated repeated alert 38 for a stalled motor and could not be restarted despite multiple attempts, after which a replacement pump was shipped and the user was instructed on shutdown procedures, return logistics, use of cgm, and the action plan when disconnected. Symptoms included high glucose, for which an injection was administered to raise glucose prior to pump reset attempts. Outcomes included no hospitalization and continued use of cgm while awaiting replacement. Investigation included review of device alarms and user reports, assessment of delivery and return logistics, and advising on data sync and startup for the replacement device. Investigation of this device revealed a consecutive motor stall malfunction consistent with a pump motor drive issue. It was concluded, based on previously established findings for similar reports, that the cause was unknown.